Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was further described as the patient made a mistake and had a break in aseptic technique. On an unreported date, the patient began treatment with vancogen injection 1 gram (route, frequency, and duration not reported) and ceftazidime 1 gram (route, frequency, and duration not reported) for the peritonitis event. The cause of death was peritonitis. The patient was not hospitalized for the peritonitis event. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing up until the time of death, and it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.